Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and failed. A review of the share data log confirmed the reported event of loss of connection. The customer complaint was confirmed because the transmitter failed the pairing test and loss of connection was observed in the investigation window. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.